Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed and de novo lesion was located in the severely calcified and moderately tortuous below-the-knee (btk) artery. Some resistance was encountered upon advancing the 2.0mm x 40mm sterling es pta balloon dilatation catheter across the target lesion. The balloon was inflated 4 times below nominal pressure. On the 5th attempt, the balloon was inflated to 12 atms for 20 seconds and ruptured. The device was removed from the patient intact. The procedure was completed successfully with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed dried blood and contrast in the shaft and balloon. The balloon catheter was returned in a deflated state. Microscopic examination of the balloon revealed a pinhole in the balloon wall located on the proximal end of the balloon at approximately 40 mm from the tip. Further examination of the balloon revealed no irregularities in the balloon material or the radio opaque (ro) markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed and de novo lesion was located in the severely calcified and moderately tortuous below-the-knee (btk) artery. Some resistance was encountered upon advancing the 2.0mm x 40mm sterling es pta balloon dilatation catheter across the target lesion. The balloon was inflated 4 times below nominal pressure. On the 5th attempt, the balloon was inflated to 12 atms for 20 seconds and ruptured. The device was removed from the patient intact. The procedure was completed successfully with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).